Event description:
During insertion of the pedicle screw into the s1 vertebra, the poly-axial pedicle screw driver tip broke off. All the pieces were removed and the surgery was completed successfully. MFR - 3005180920-2014-00088.